Event description:
It was reported that the right atrial (ra) lead had no sensing, low impedance, and high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 503452 implantable pacing lead, (B)(6)1996. (B)(4).